Event description:
In 2009, a doctor reported to sybron implant solutions that a pitt easy implant abutment had fractured.

Manufacturer narrative:
The product was not returned to sybron implant solutions therefore, no evaluation could be conducted. The product had been in place since 1999, and the fracture was most likely caused by material fatigue due to loading.